Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (15 mg/ml at 2.168 mg/day) via an implanted pump. The indication for pump use was complex regional pain syndrome type 1 and non-malignant pain. On (B)(6) 2019 the hcp reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. Per the hcp, the pump logs showed multiple motor stalls and recoveries since (B)(6) 2018 which was ¿the latest date on his notes, but it could have been later¿. The patient had a vagal nerve stimulator in her upper left chest that she waved a magnet over to deactivate. The patient¿s pump was in the right lower quadrant. The patient kept the magnet in her right pocket. She had the magnet over 12 years and it was a strong magnet. Per the hcp, the pump could be stalled for over an hour. It hadn't happened since (B)(6) and the patient had been using her magnet. The last time she used the magnet was 2 weeks ago. The hcp wanted to know if the magnet could affect the pump and if it had to be right over the pump to cause it to stall. No patient symptoms were reported. No further complications have been reported as a result of this event.